Event description:
It was reported on (B)(6) 2011, that the patient experienced an underdose, with an acute increase in baseline spasticity. There were no pump alarms, and it was not known whether any diagnostic studies were performed. It was later reported that the drug used in the patient's pump was unknown baclofen. The cause of the reported event was unknown. The patient was experiencing severe spasticity and pain. A scan was performed on (B)(6) 2011, and it was found that the catheter tip appeared to traverse the patient's spinal cord at c4. A revision was performed on (B)(6) 2011. The patient was not hospitalized due to the event. The patient recovered without sequela.

Manufacturer narrative:
Catheter model 8709 lot# n141385032 implanted: (B)(6) 2008 explanted: na; neuro accessory model 8598a lot# n131442004 implanted: (B)(6) 2008 explanted: na; neuro accessory model 8575 lot# j0447118r implanted: (B)(6) 2005 explanted: (B)(6) 2011.

Manufacturer narrative:
The pump and sutureless connector were returned. Analysis of the device revealed no anomaly, normal device function.